Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a low drain volume alarm. Per the complaint information, there was air in the patient line because the catheter was "plugged up" and the home patient stated that he went to the hospital to get it fixed. The cause was found to be air in patient line. A batch review was not performed since lot number was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the low drain volume alarms is in progress through (B)(4).

Event description:
During troubleshooting of a low drain volume alarm that appeared on the homechoice (hc) display during drain 2 of 4, the home patient (hp) revealed that he noticed air pockets in the line that would not move. The baxter technical service representative (tsr) assisted the hp to stop the therapy for that night. The hp would notify the peritoneal dialysis (pd) nurse in the morning of the problem. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that the reason he had air was because the catheter was "plugged up". The hp was hospitalized to have the catheter issue fixed. The hp stated that he had no injuries as a result. The hp stated that his pd nurse is aware of this issue.